Event description:
Revision of an attune primary done on (B)(6) 2021. Male, left side. The reason for revision was because the x-rays showed that there may be some loosening + query infection. The patient had a previous washout and liner exchange. Unsure of the date this occurred, or pc (if logged at all as they do washouts all the time which we aren't notified of). The patient also hadn't grown any bacteria in the lab to confirm infection. When the site was opened the surgeon noted that it didn't look infected. He then removed the poly insert and began to assess the tibial and femoral component for loosening. The surgeon then concluded that the components were in fact well fixed and not loose. They took further tissue samples, scar tissue was removed, and a new poly insert was implanted. The site was then closed. Doi: (B)(6) 2021. Dor: (B)(6) 2022. Left side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the samples were still negative for bacterial growth.